Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that an unknown delivery sheath was used, there was no interaction with cardiac structures during deployment, or no angulation or kink in the delivery system was noted. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the initially filed report, additional information was received:it was reported that the occluder was attempted to implant using an unknown size abbott delivery system. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer pfo occluder was chosen for implant. While attempting to deploy the device, the left and right atrial discs did not retain their expected shape and deformed in a wine glass shape. The occluder was recaptured and removed from the patient. When it was tested outside of the patient, the occluder again deployed in a wine glass shape. No patient consequences were reported.